Event description:
It was reported that after the completion of a da vinci-assisted sigmoid colectomy procedure the patient experienced internal bleeding in and required a secondary procedure to resolve the bleeding. The patient was still hospitalized as of post-operative day three. The hospital alleged that this event may be related to the vessel sealer extend (vse) instrument that was used to seal the inferior mesentery artery (ima). Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to contact the surgeon to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. The vse instrument used during this event has been requested for return to isi for failure analysis evaluation. However, as of the date of this report, isi has not received the instrument. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed and the following was observed: no relevant errors were observed during this procedure. The vse instrument logs for this event were reviewed by an isi failure analysis engineer and the following information was provided: there were no errors related to the vse instrument during this procedure. The e-100 generator logs were not available for review for this procedure. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sigmoid colectomy procedure, the patient experienced post-operative bleeding. It was alleged that a vse instrument had insufficiently sealed an artery which bled post-operatively. The patient underwent a secondary procedure due to this event. The cause of the post-operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.